Manufacturer narrative:
This report is being submitted as follow up no. 1 to update with additional information and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 23, 2019. The procedure being performed prior to use of angio-seal device was a peripheral angio, above the knee & pop. A 4fr procedural sheath was used. A pre-deployment angiogram was performed. During the withdrawal of the device when pulling everything came out and the anchor and collagen were not observed. Doppler showed distal pulse and there was no occlusion.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after locating the angio-seal evolution device, when pulling the device in order to deploy the angio-seal, everything was detached and the entire system came out, including the collagen, however the anchor remained in the artery. Manual compression was immediately performed. The patient wasn't showing any signs of vessel occlusion and was discharged after observation.